Event description:
The caller stated that during a routine tracheostomy change they noticed a cuff leak on the new tracheostomy tube being inserted (no seal on the balloon). The patient was re intubated with another 6dct.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.